Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) analyzed the log file remotely and identified that the reported isuse was caused by a defective geometry module. A philips field service engineer (fse) inspected the system on-site and replaced the geometry module. The system was returned in good working order and ready for clinical use. The geometry module was returned for further analysis. Functional testing was performed, which identified that the pan control dial of the geometry module was defective. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert indicating "button active. Complete startup process by releasing the button", which prevented a full system boot. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.